Event description:
This is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No complaint was received with the return of device. Conclusion - failure event observed during analysis. Final analysis found that insulation was abraded at 8.3 to 8.8 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.